Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post operatively, the plate broke at the first hole. This is now the third plate break, at the same position in the same patient. (B)(4) captures two of the three incidents. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial report was reviewed and found to be a duplicate. The information in this report was already reported in MFR report number 2520274-2017-12680. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial report was reviewed and found to be a duplicate. The information in this report was already reported in MFR report number 2520274-2017-12680.